Manufacturer narrative:
The complete manufacturing and material records for the perceval heart valve, model icv1208, s/n (B)(4), were pulled and reviewed by quality control at livanova (B)(4) corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model icv1208) perceval heart valve at the time of manufacture and release. The explanted valve was received and appeared to be in general good condition according to the gross examination. According to the current procedure at the time of manufacture and release of the valve, no non conformities were observed during visual inspection. Based on the performed analysis the reported event cannot be explained by any factor intrinsic in the involved device.

Manufacturer narrative:
Hydrodynamic testing of the valve in a circular annulus, for a cardiac output of 5.0 l/min and 60 mmhg of backpressure, confirmed that the total regurgitant fraction (rf%) conformed to iso 5840 standards (rf% less than 10%) for a prosthesis of equivalent tissue annulus diameter (tad). No abnormalities in leaflet kinematics were reported. Based on the investigations performed, the event cannot be explained by any factor intrinsic to the involved device.

Event description:
The manufacturer was notified on (B)(4) 2016 of the following: a perceval s was implanted during an avr. An echo was performed after the implant in the operating room and showed a central leak and a small paravalvular leak. It appeared that one of the leaflets were not coapting properly. Before removing the perceval, a visual examination was done that didn't show any particular damage to the valve. The surgeon decided to remove the perceval valve and use a magna ease size 19mm valve instead. The patient had a normal recovery.